Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video-assisted thoracoscopic lobectomy, on transecting the lung tissue, the stapler was not able to fire, the surgeon was able to press the green button and the handle did not squeeze. They used another device to complete the case. There was no patient injury.